Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 23 millimeter (mm) transcatheter valve in a previously implanted 21 mm non-medtronic surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-compliant balloon with a non-medtronic guidewire. During the pre-implant bav, it was difficult to cross the surgical aortic valve with the balloon; therefore, the guidewire was switched to a new non-medtronic guidewire. Subsequently, the valve was successfully implanted. At the end of the implant procedure, an electrocardiogram (ECG) was performed that revealed an st segment elevation, and the patient was placed under observation. On the same day as the implant procedure, a computed tomography (CT) scan was performed that revealed a perforation at the apex of the left ventricle, and the patient died. Per the physician, the cause of the perforation was due to pushing the balloon with the non-medtronic guidewire.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: {pre-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID: evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, b7, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 23 millimeter (mm) transcatheter valve in a previously implanted 21 mm non-medtronic (magna) surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-compliant balloon w ith a non-medtronic (lunderquist) guidewire. During the pre-implant bav, it was difficult to cross the surgical aortic valve with the balloon; therefore, the guidewire was switched to a new non-medtronic (lunderquist) guidewire. Subsequently, the valve was successfully implanted. At the end of the implant procedure, an electrocardiogram (ECG) was performed that revealed an st segment elevation, and the patient was placed under observation. On the same day as the implant procedure, a computed tomography (CT) scan was performed that revealed a perforation at the apex of the left ventricle, and the patient died. Per the physician, the cause of the perforation was due to pushing the balloon with the non-medtronic guidewire. Additional information was received that per the physician, the cause of death was assumed to be the non-medtronic guidewire pushing the balloon in the ascending aorta causing the left ventricle apex perforation. The physician reported the delivery catheter system (dcs) did not cause or contribute to the perforation. The physician excluded the valve and dcs as contributing causes to the death. The physician indicated that the patient's underlying medical history was a contributing factor to the death due to age and being fragile.